Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the previously capped rv lead remains in service.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the previously capped rv lead remains in service. Additional information received indicates that the system was explanted due to infection and erosion of the device and leads.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.